Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to be new to insulin pump therapy and was not sure how to rewind and how to lock reservoir into place. Customer's blood glucose was 500 mg/dl, which was treated with bolus delivery but customer does not think that all of the bolus was delivered. Customer was educated on proper way of locking reservoir into place. Customer declined further troubleshooting. High blood glucose did not cause serious injury or hospitalization.